Event description:
It was reported that an ilet pump powered off due to a fully depleted battery and initially did not appear to charge until the user re-seated the device on a functioning charger, at which point the device powered on at 1% and continued charging; user education was provided on correct charger placement and expected charge time from full depletion. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user interview, product use review, and troubleshooting. Investigation of this case revealed user technique contributed to incomplete charger alignment, and the device and charger functioned as designed when correctly seated. It was concluded that the event resulted from use error related to charging practice, with no device malfunction identified.